Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they went to their regular urologist in (B)(6) 2020 due to having frequent problem. The cause if it was battery depletion was noted as unknow. It was noted that in spring they were going as much as 3 times or more. The issue started in the (B)(6) 2020. The cause of device not working was not known. The device was replaced on (B)(6) 2021 and was discarded. The new replacement was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that, per the caller, the patient's doctor said they did not feel the system was working for the patient and they should replace it. When asked when the issue started, the caller never gave an answer. They said as the patient had aged, it had become more frequent. They did not know if it was the patient's body or the system not working. They wanted to know about the new device. The new MRI-safe lead and ins were reviewed, along with MRI capability. It was explained if they were wanting to be able to have fully-body mris, they would need to convey this to the doctor so they could put the right lead in.